Event description:
It was reported the pt was experiencing a stinging sensation only when the stimulation was turned off. It was reported it felt like small bee stings; as many as six in one minute. At the physician appointment, the pt had the same issue when the system was turned off. The pt was asked to monitor the issue and determine if it continued. Attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.